Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 461 mg/dl. Customer did not troubleshoot their high blood glucose reading. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring and broken battery tube threads. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to completely broken reservoir tube lip and missing reservoir tube o-ring.